Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead and that the system was auto reducing. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. The ipg was electively replaced effective stimulation was restored.